Manufacturer narrative:
(B)(4).. Initial reporter phone number: (B)(6).

Event description:
According to the reporter, during a trans-vesical adenectomy, a vesical-cutaneous fistula appeared after the vesical synthesis. The patient required prolonged hospitalization.